Event description:
Customer's was not working - the unit would not turn on when a strip was inserted. While on the phone, the system was reviewed. The complaint was observed during the review. Upon further review, it was learned that when the meter was on, segments in the "hundreds" position were missing. The customer was asked to return the meter for eval and a replacement meter was provided to the customer. The customer was invited to call 24/7 with any future questions or concerns.